Event description:
It was reported that the ambulance was hit by another vehicle while crossing an intersection. Reportedly, the cot hit an emt causing an ankle fracture. The pt was not injured.

Manufacturer narrative:
Cot was not evaluated as any cot in an ambulance accident should be removed from service.